Manufacturer narrative:
The service engineer found the color tone of the image is abnormal due to damage to the ccd unit. (Image is magenta or green only). Additionally, the scope failed the leak test due to holes in the bending section cover. The bending section cover glue is missing. The angulation/control lever is loose. The bending angulation is below standard specification due to stretched angle wires. The universal cord and video cable have buckling. The video connector is broken/cracked. There are cosmetic scratches on the control body, grip, switch cover, video connector/case, light guide connector, and the surface of the found on the surface of the light guide cover glass. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ot) service center was informed that the customer endoeye flex deflectable videoscope was returned for repair for a reported ¿disconnection, screen noise¿ found during an unspecified event. During inspection and testing, the color tone of the image magenta or green only) is irregular due to damage to the charged coupled device (ccd) unit. No death, injury, infection, or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the when the event was found.

Event description:
The event occurred before the procedure.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 06-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defect of image sensor unit or failure of internal board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.